Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the retainer ring was missing from the top of the reservoir compartment. The customer's blood glucose was unknown. The pump will be returned for analysis.

Manufacturer narrative:
Insulin pump was not in manufacture mode. The insulin pump was received with missing retainer, missing reservoir tube o-ring, scratched case, case cracked behind the insulin pump near the battery compartment, cracked battery tube threads, serial number label stained and faded, pillowing keypad overlay, and minor scratched lcd window. A test reservoir was installed and did not lock in place due to missing retainer. Unable to perform the displacement test due to missing retainer.